Event description:
It was reported that the tps unidirectional footswitch when used with handpieces, "the unit is slow to complete stop and it doesn't stop handpiece from use". This was noticed during procedures but the procedures were completed with the same footswitch without incident. No adverse consequence was associated with the footswitch.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.